Manufacturer narrative:
Per the user guide: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off safety alarm occurred after the customer had not interacted with the pump. Tandem technical support (cts) educated the customer on the auto-off safety alarm. Customer had cts assist with turning the alarm feature to off. Customer's blood glucose was 130 mg/dl.